Event description:
On (B)(6) 2012 customer reported that they obtained failing vitamin b12 calibrations on the access 2 analyzer. Customer also stated that all of the vitamin b12 quality control failed with values of >1513 pg/ml. Customer stated that there were no patient samples analyzed from the vitamin b12 reagent pack in question. Customer technical support (cts) reviewed the customer supplied failed calibration curves and discovered that the first curve failed due to insufficient data and system flags, while the second calibration curve failed due to maximum iterations errors. Customer verified that the on-board vitamin b12 reagent pack was present and indicated that there was 34 tests left. Cts had the customer load the vitamin b12 reagent pack on the laboratory's other access 2 instrument and it indicated that there was 15 tests left. This confirmed the fact that the reagent pack was shared between the two instruments. Cts advised customer about the impact that pack sharing can have on patient results and reminded the customer to discontinue pack sharing between the laboratory's two instruments. Service was not dispatched as it was concluded that user error, due to pack sharing, was the cause of the event.

Manufacturer narrative:
(B)(4).